Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was planned to be implanted in a patient for the endovascular treatment of an 67mm abdominal aortic aneurysm. It was reported during the index procedure when the physician attempted to insert the device into the patient resistance was encountered. The device was removed and it was observed that the graft cover was separated from the tip of the device causing a transition. The physician attempted to insert the device again but was met with the same resistance. A new endurant device was opened and implanted without any issues. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information device evaluation summary: kinks were observed along the graft cover 2.2mm, 2.7mm,3.5mm and 14.8mm from the graft cover tip. A gap of 1.5mm (fail) was observed between the taper tip and graft cover tip; specification is 0.5mm. The tip material was raised and flared indicating it may have been stubbed during advancement. Scratches were visible along the taper tip. If information is provided in the future, a supplemental report will be issued.

Event description:
The resistance was encountered when inserting the device into the femoral artery. The femoral artery was noted as 8.5mm in diameter and noted as disease free. A sheath was not used when inserting the endurant device.